Event description:
On december 31, 2011, the lay-user/patient contacted animas alleging a large prime volume issue with the pump. The patient did not allege any harm or injury because of the alleged issue. The alleged product issue is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The alleged issue was not resolved with troubleshooting. The pump was replaced. The pump was returned to animas on 3/6/2012 and evaluated by product analysis on 3/9/2012. The following findings were observed: the events of the large prime volumes were observed in the pump's download history. When the load step was activated, the piston continued forward until a no cartridge alarm was executed. The pump was opened and a component bt1 failure was observed. The force sensor calibration was measured and found to be out specification. The force sensor was removed and tested, and the resistance was found to be out of specification. Visible evidence of contamination was found around the shim, the display was observed to be pink and dim. The contrast returned to normal after the led display was replaced. Based on the information provided, this complaint is being reported due to the defective force sensor found with the evaluation of the pump. There is no evidence, however, that the alleged issue contributed to a serious injury.

Manufacturer narrative:
Correction/removal report number: 2531779-03/24/2010/003-r.